Event description:
The surgeon implanted an aa4204vf silicone plate lens but it was removed due to the pt's anatomy. The pt had a small pupil and the surgeon was unable to center the lens in the eye. The lens was removed with no incision enlargement or sutures. The nurse stated there was no lens malfunction or injury. An msi-tr injector and am mtc60c cartridge were used but the nurse was unable to provide the lot numbers.